Manufacturer narrative:
The initial MDR 2432235-2017-00081 was filed on february 3, 2017. Additional information (02/09/2017): the customer obtained results within the reference range of the assay though on the lower end of range, when patient samples were tested using a new lot of t3 reagent (lot 346).

Manufacturer narrative:
The initial MDR 2432235-2017-00081 was filed on february 3, 2017. The first supplemental MDR 2432235-2017-00081_s1 was filed on march 9, 2017. Additional information (9/12/2017): siemens technical operations laboratory (tsl) performed an in-depth investigation on all available reagent lots for the total triiodothyronine (total t3) assay to verify the reference interval. Twenty apparently normal patient samples were tested on the immulite 2000 total t3 kit lots 354, 355, and 356, and also on the free triiodothyronine (ft3), free thyroxine (ft4), and thyroid stimulating hormone (tsh) assays. Based on the results obtained it was concluded that 3/20 patient sample results were outside of the total t3 reference range (15%), and had normal ft3, ft4, and tsh results. Based on assay specifications it was concluded that only total t3 kit lot 356 did not meet the criteria for the reference verification study. The study was repeated on thirty nine apparently normal patient samples and 15.4% of the patient samples were out of the reference range when using total t3 kit lot 356. Based on the investigation the customers observations were confirmed only with kit lot 356. Immulite 2000 kit lot 345 has not been tested.

Manufacturer narrative:
The initial MDR 2432235-2017-00081 was filed on february 3, 2017. The first follow up MDR 2432235-2017-00081_s1 was filed on march 9, 2017. The first follow up MDR 2432235-2017-00081_s2 was filed on october 6, 2017. Additional information (09/30/2019): a large reference range study was performed and reported a median and normal range values that are lower than those reported in the IFU. This reference range study has identified that there is a difference observed with different sample sets. The llanberis population demonstrated a 23% higher median in the patient samples results when compared to those reported through the sourced samples cohort from biomnis france. The total t3 IFU documentation states that for reference ranges "consider these limits as guidelines only. Each laboratory should establish its own reference ranges." The customers that have raised complaints have not indicated that they have set their own ranges based on the population. A review of the patient panel release data has demonstrated that over the period of (B)(6) 2017 through to (B)(6) 2019 there has not been a change in the assay performance when the same sample population is tested on subsequent kit lots. There are no statistically relevant differences observed. The qc data collated over a period of 3 years does not show that there has been a notable shift in assay performance. Good laboratory practice for each laboratory to establish their own normal range or verify a normal range provided by an outside source (ex. Textbook, manufacturer, peer-reviewed journal article, etc.). This is supported by laboratory guidance (ex. Clinical & laboratory standards institute) and various regulatory requirements (ex. The joint commission (united states)). In alignment with this, the assay IFU states that the normal range is considered as a guideline only, which should be verified by each customer for their population.

Manufacturer narrative:
The cause of the discordant, falsely low total t3 results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low total triiodothyronine (total t3) results on multiple patient samples on an immulite 2000 xpi instrument, when using reagent kit lot 345. The discordant results were reported to the physician(s), who questioned them as the results did not match the clinical picture of the patients. The customer did not repeat the samples. The physician(s) expected total t3 results to be within the normal range.